Event description:
It was reported that the system controller was replaced on (B)(6) 2026 due to green discoloration. The cause was unknown, but the site suggested that it was likely due to water ingress from unknown source. No log files were available.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.